Manufacturer narrative:
This report is submitted on 25 june 2020.

Event description:
It was reported that the patient experienced non-auditory sensations with device use resulting in explant of the device on (B)(6) 2020. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 28, 2020. Attachment: [01609 device analysis report.pdf]